Manufacturer narrative:
The customer was sent an email response by customer service, requesting that she to call in to troubleshoot the device issue. The customer contacted customer service on (B)(6) 2019, alleging that she continues to have a noise issue with the pump, both when using it with the battery or plugged in. She additionally alleged that she had mastitis and clogged ducts due to the low suction issues. Customer service conducted troubleshooting with the customer, including disassembling, inspecting, cleaning, and reassembling the kit and tubing set. A replacement device was sent to the customer and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 05/05/2019, the customer indicated that she developed mastitis the beginning of (B)(6) 2019, for which she was prescribed an antibiotic. She indicated that the replacement pump was working much better after using it for a couple of days and she now feels empty. She additionally indicated that she no longer had mastitis or clogged ducts. The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit on 05/08/2019, and it passed suction and cycle specifications. A broken/damaged battery cover was identified during the product evaluation. Refer to attached product evaluation. The customer's reports of low suction and noise could not be confirmed. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. (B)(4).

Event description:
On (B)(6) 2018, the customer alleged to medela llc via email that her five month old freestyle breast pump had started making a whistling noise and would not suction, even though she had purchased a replacement set of spare parts in an attempt to resolve the issue.